Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wire got separated during rotablation. The 90% stenosed target lesion was located in severely tortuous and severely calcified mid to distal right coronary artery. A 330cm rotawire and wireclip torquer was used together with a rota burr. During the procedure, the rotawire was pulled out and was tried to insert again. However, the tip of the wire was not able to advance to the target lesion. The physician then moved the wire so the tip was able to enter in the branch that came out from the antrioventricular branch, and the wire was placed. However, when rota was used again, the wire became separated. The physician attempted to retrieve the wire tip, however, it was unable to be retrieved so the tip remained in the patient. The procedure was completed by placing a stent in the lesion.